Manufacturer narrative:
(B)(4). Results: damaged slip block assembly, firing knob dislodged. Additional information was requested and the following was obtained: was the firing sequence completed prior to the firing knob breaking? If no, was the staple line and cut line equal? Yes, was necessary used a surgical instrument to help the stapler to finish the fire. How was the case completed? Ok. Medwatch originally sent and acknowledged 2 of 3 may 6 2014. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with not reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, in the second firing the trigger of the linear cutter is broken. Unknown how case was completed. There were no adverse consequences for the patient.